Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis. It was reported that the peritonitis was manifested by abdominal pain. The patient was treated with unspecified intravenous antibiotics (dose, route and frequency not reported) for the event. Three days later, the unspecified antibiotic was discontinued. On the same day, treatment for the peritonitis was switched to ancef (1 gram, frequency not reported, intraperitoneally) and the patient was discharged from the hospital. Eight days later, the patient was readmitted for abdominal pain related to the peritonitis. On an unknown date, pd therapy was discontinued and the patient was switched to hemodialysis. The patient was reported to have passed away thirteen days after readmission into the hospital. The cause of death was unknown. It was reported that the patient was recovering from the peritonitis; however, it was not known if the patient recovered from the peritonitis event prior to death. It was unknown if an autopsy was performed. Additional information was requested but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14c24107 and h14d17026 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).